Event description:
While the rn was programming the pump for nicardipine drip; a, channel error signaled on the pump. Biotechnical assessment: logs indicated several 240.4150 (bottle ) sensor broken, high channel errors caused by fluid side transducer error on a variety of dates, including the one on this report. The device has been sent to alaris customer advocacy for repair and evaluation. No patient harm.